Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, he is seeing the outside edges of the lenses. His basic vision is not affected, but the rings are disconcerting. Additional information has been requested from the implanting surgeon. Right eye: 1119421-2007-00559. Left eye: 1119421-2007-00560.

Manufacturer narrative:
Evaluation summary: the complaint device remains implanted and is not available for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product.